Event description:
Additional information was received from a consumer. It was reported "the granuloma was taken out of the equation in 2011 when the catheter was resolved by putting in a different catheter piece."

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l54366, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving dilaudid at 6 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and other non-malignant pain. In 2008 the patient developed an inflammatory mass/granuloma. The patient waited a long time to have the catheter replaced because the patient was in law school and was not up for having surgery. When the catheter was replaced, it was reported that a company representative was there and noticed the concentration of the medication at the time was 3-4 time what it should have been and lead to the granuloma. The catheter was replaced in 2011.